Event description:
Call purchased a control operated chair that stands the person sitting in it on their feet from the seated position in (B)(6) 2012. However, the remote has had to be replaced four times already and the fifth time will be (B)(6) when she receives replacement for the most recent that was overheating. She was sitting in her chair on (B)(6) 2014 when her friend walked in and said, "your remote is smoking." The caller tried to use it to move her chair up so that she could get away from it, but it would not move. She and her friend unplugged the remote and then her friend helped her get out of the chair. There were no injuries. The caller has contacted the manufacturer, but does intend to contact them when she finds who they are because she states that the retailer will not inform her of the identity of the manufacturer or their contact info. (B)(6). Explanation: retailer refused to share info for manufacturer other than "(B)(6)." (B)(4).